Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was inserted. The placement procedure was painful. She had (B)(6) at the time of insertion. The consumer complained about pain in pelvis, pain in leg, pain in abdomen and lower back pain, loss of libido, tiredness, mood swings, memory loss, concentration problems, hair problems, excessive sweating and hormonal pimples. The influence of essure in her daily life included work-related problems and in relation and/or family problems. An unspecified treatment was planned. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is serious due to reported disability(event led to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. In this present case consumer presented pelvic pain after insertion. Given positive temporal relationship and event's nature, causality cannot be excluded. Very limited information was provided in this case; as pain in pelvis led to work-related problems and relation and family problems, the event is regarded as disability, and as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 21-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1572 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. This event is serious due to reported disability (event led to work-related problems and relation and/or family problems) and listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. In this present case consumer presented pelvic pain after insertion. Given positive temporal relationship and event's nature, causality cannot be excluded. Very limited information was provided in this case; as pain in pelvis led to work-related problems and relation and family problems, the event is regarded as disability, and as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.